Event description:
On (B)(6) 2010, patient reported he is having trouble with both the up and down arrow buttons. Patient stated, he has been experiencing this issue for the past couple of months. Patient reported, he has trouble sometimes with both the up and down arrow buttons when he boluses and sometimes when he is starting the infusion device up. Patient stated both of the buttons pop back up. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.